Event description:
It was reported that the patient experienced pump erosion through the scrotum and a suspected infection with the inflatable penile prosthesis (ipp). The ipp cylinder and pump was removed the reservoir remains implanted. Should additional relevant details become available, a supplemental report will be submitted.